Event description:
The recipient reportedly experienced a staph infection. The recipient's device was explanted. The recipient will be reimplanted once the infection resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The company was informed that the explanted device was discarded and will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced an abscess near the implant site. The recipient presented with skin breakdown and device extrusion. The recipient was prescribed antibiotics. The recipient is healing well.

Event description:
The recipient reportedly experienced a staph infection. The recipient's device was explanted. During explant surgery, the infected tissue was removed. The recipient will be reimplanted once the infection resolved.